Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted for congestive heart failure (chf) exacerbation and had suspected flash pulmonary edema on (B)(6) 2026. Right heart catheterization (rhc) was completed on (B)(6) 2026. Log files were submitted for review. 4d computed tomography (CT) scan was pending. Operative findings included normal right sided filling pressures, moderate post-capillary pulmonary hypertension, elevated left sided filling pressures and severely reduced cardiac indices were out of proportion to expected lvad flow at 5400 rpms. Procedure/study found normal right sided filling pressures, elevated left sided filling pressures, severely decreased cardiac indices on 5400 rpm, minimal increase in cardiac index with increased lvad flows to 6400 rpm and the arterial line reading appeared to remain pulsatile in both phases. The event log captured routine events, the ventricular assist device (vad) and peripheral equipment appeared to be functioning as intended. Estimated flows were consistently in the 4 lpm range and the pulsatility index (pi) values were pegged at 2 throughout the majority of the log files. Additional information stated that the right heart failure did not exist pre-lvad implant and was not due to a device related issue. It was reported that the patient experienced shortness of breath, fatigue, weakness, and swollen fingers. The event was treated by heart transplantation on (B)(6) 2026. Patient was found to have severe aortic insufficiency. Computed tomography (CT) images were provided.